Manufacturer narrative:
Removed h6 patient codes 4614 (serious injury/illness/impairment) and added codes 4641 (unexpected medical intervention, pericardiocentesis)and 2226 (cardiac tamponade). Removed h6 device code 2993 (adverse event without identified device or use problem) and added codes 2682 (patient-device incompatibility implant-related tissue damage) and 2017 (improper or incorrect procedure or method). An event of patient-device incompatibility (pericardial effusion, cardiac tamponade) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion lead to cardiac tamponade could not be conclusively determined. The reported unexpected medical interventions was resulted of case-specific circumstances as pericardiocentesis was performed on the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. During procedure, the activated clotting levels were 262 and 9000ie heparin was administered. The amulet was implanted after 3x partial recaptures. During the tug test a circulating pericardial effusion has occurred and a cardiac tamponade was noted. A pericardiocentesis was performed. The physician mentioned the cause of effusion was amulet. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. During procedure, after the tug test a pericardial effusion has occurred. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.